Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left bundle branch pacing was tried using the his bundle lead, during cardiac resynchronization therapy defibrillator implant procedure and there was no pacing observed. The lead was attempted/ not used and replaced. No patient complications have been reported as a result of this event.